Event description:
It was reported that, two weeks prior to this report, the patient reported hearing a critical alarm. The patient ¿may have been near a magnet¿ at this time. The patient saw the pump healthcare provider (hcp) on the report date for a refill. The pump was refilled and updated. About 1-2 minutes later, the hcp heard the critical alarm as well. The hcp re-interrogated the pump and saw the motor stall message. He did not see that message upon initial interrogation. Two minutes later, the hcp re-interrogated the pump and updated it again, but no motor stall recovery had occurred. No MRI occurred, but the patient did have a CT scan ¿around that time¿. The logs did not show a motor stall from the two weeks ago when the patient reported hearing the critical alarm. However, for the past few weeks, the patient had been having some headaches and nausea. The volume discrepancy on the report date was ¿acceptable¿; the expected reservoir volume (erv) was 8.8ml and the actual reservoir volume (arv) was 10ml. The ¿silence alarms¿ option was present on the ¿bells tab¿, indicating an active alarm. No magnets or electromagnetic interference (emi) was identified on or near the patient on the report date. The hcp tried several update but the motor stall recovery still did not show up in the logs. At the time of the report, the patient was going to another appointment and was going to come back after that appointment to have the pump re-interrogated to check for a motor stall recovery. Follow-up information indicated that the patient returned to the office after attending other appointments. The hcp checked the pump logs again and there was still no recovery noted. The hcp confirmed that magnetic influence was ruled out at this time. The hcp changed the alarm interval to 10 minutes and the patient heard the alarm three times. The motor stall occurred on the report date at 8:00am. The patient also experienced worsening back pain. The device system contained clonidine and morphine. It was later reported that the pump was replaced on (B)(6) 2014. The patient recovered without sequela.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies. Corrosion and/or wear and/or lubrication occurred. The stall was due to shaft bearing.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.